Event description:
Information received from another country affiliate. This information indicates a pt was wearing acuvue oasys contact lenses (cl) and developed iritis os. The report stated that the pt was given a prescription for the cl in 2007. On approx three months later, the pt fell asleep while wearing the cl. The pt started experiencing eye pain on the following day. On one day later, the pt consulted an eye care professional (ecp) and was diagnosed with corneal ulcer, corneal infiltration, and 1+ iritis as cells were confirmed in the anterior chamber os. The corneal ulcer was about 1mm in diameter and located at 4 o'clock "in the corneal limbus." The medication regimen included levofloxacin and sodium hyaluronate eye drops, ofloxacin eye ointment and cefcapene pivoxil. On original date and three months later, the pt's bcva was 20/17. On twelve days later, the ulcer was smaller and the pt was "prescribed internal medicine for two days." On twelve days later, the ulcer was completely cured and the pt continued with the prescribed eye drops. The pt. Discarded the product. The lot number was not available. The type of disinfecting solution was not confirmed. MDR reportable evens are reviewed in quarterly management review meetings. No additional information is expected.

Manufacturer narrative:
No conclusion can be drawn.